Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
The reported event of capture problem was confirmed. As received, a complete lead was returned for analysis. Visual inspection noted blood in the coil and the boot appeared to be larger from the molded connector. Electrical testing found no shorts or conductor fractures. The lead connector passed insertion testing into the test implantable cardioverter defibrillator device but failed to insert into the returned and test is-4 connector sleeves. Dimensional analysis of the connector identified an oversized diameter in a section of the connector boot. The coil was found to be offset in multiple locations consistent with procedural damage.